Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery tests. The drive support disk was inspected and no anomaly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and the drive support cap was flushed. Customer's blood glucose value was 620 mg/dl at the time of incident and current blood glucose was 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.